Event description:
Boston scientific received information that after a recent change-out this pacemaker and right atrial (ra) system exhibited low, out-of-range (oor) pacing impedances, along with noise and oversensing. The noise and oversensing caused fast ventricular pacing as the noise was being tracked. Ra sensitivity was reprogrammed in an attempt to mitigate the oversensing. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.